Event description:
It was reported that the unknown power chair may be from 1997. The caller states that the arms on the chair are getting loose. The arms are slightly wobbly. The caller states they have a brand new battery in the chair, and it will not hold a charge.